Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in recurrent peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. The recurrent peritonitis was manifested by turbid dialysate. On the day of onset, the patient was hospitalized for the recurrent peritonitis event. Treatment for the recurrent peritonitis event was not reported. One day after the recurrent peritonitis onset, dianeal and extraneal therapies were discontinued. At the time of this report, hospitalization was ongoing. The patient was not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.